Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device during an ablation procedure. When they attempted to deliver energy, the device failed to deliver a shock. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The initial medwatch report indicates: event date ¿ (B)(6) 2018. The initial medwatch report should indicate: event date ¿ (B)(6) 2018. Additional information: physio-control evaluated the customer's device and was not able to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and observed that the device logged the delivery of an abnormal shock during the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device during an ablation procedure. When they attempted to deliver energy, the device failed to deliver a shock. There were no reports of adverse effects to the patient as a result of the reported issue.